Event description:
See initial report.

Manufacturer narrative:
Through follow up communication, liva novadeutschland learned that the device was cleaned regularly per the IFU, that the device was placed outside of the operation theatre during use and is fully functional.

Manufacturer narrative:
There was no known patient involvement. PMA/510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall numbers: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report, that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. The lab report has been supplied. There is no known patient involvement.